Event description:
It was reported that the patient's right knee was revised due to severe patella baja (abnormally low lying patella). To move the construct more distally in order to achieve better patella tracking, the patient's mrh hinged knee was revised to a gmrs distal femoral replacement. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrh 13x155 stem; cat # unk_lim; lot # unknown. Mrh 10mm average distal femoral augment; cat # unk_lim; lot # unknown. Triathlon central femoral cone size 1-2; cat # unk_jr; lot # unknown. Mrh size 1 tibial baseplate; cat # unk_lim; lot # unknown. Mrh 11x80 stem; cat # unk_lim; lot # unknown. Mrh 10mm flat tibial augment; cat # unk_lim; lot # unknown. Mrh 10mm insert; cat # unk_lim; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available.